Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, when the surgeon unscrewed the stapler to take it out the digestive tract, there was difficulty removing stapler from cavity, the anvil was separated from the clamp and fell into patient's cavity. The anvil was recovered with pliers and the surgeon found a tiny piece that have broken off the clamp. It was noted the anvil was bent. The patient was re-operated the next day due to bleeding.